Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the fiber optic connector door in the cardiosave intra-aortic balloon pump (iabp) was broken. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Additional contact information: (B)(6), biomedical engineer, (B)(6) the getinge field service engineer (fse) encountered the reported issue during the preventative maintenance (pm) replaced the upper panel assembly to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service.

Event description:
N/a